Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that when replacing the pacemaker due to normal battery depletion associated to this right ventricular (rv) lead an insulation breach was noted at the end of the terminal boot. Subsequently, a lead repair kit was used to fix the lead insulation breach. This rv lead remains in service. No adverse patient effects were reported.